Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37791, serial # unknown, product type recharger.

Event description:
Information received from a patient reported that their stimulation stopped working about a week prior to the date of this report. The patient reported that they got the ¿reposition antenna¿ screen on their recharger and poor communication with their patient programmer. A manufacturer representative met with the patient at their healthcare provider (hcp) office on (B)(6) 2016 and the manufacturer representative¿s implantable neurological stimulator recharger (insr) wouldn¿t connect to the patient¿s device either. The patient was told they needed a new recharger and they requested a replacement on the date of this report. It was noted that the patient did not remember the last time they successfully recharged their device. The patient stated that they even tried recharging by sleeping with it all night but it would not take a charge. It was further reported that the patient was in a car accident where both airbags went off. The patient stated that the car accident occurred on (B)(6) 2016 and that is when they lost stimulation. However, the patient had stated earlier that they lost stimulation about a week ago, on (B)(6) 2016, so it is unclear. The patient did not go to the hospital or tell their hcp that they had been in the accident. The manufacturer representative was able to troubleshoot over the phone with the patient and they were able to start charging successfully; the insr was working as intended. The patient stated that the implantable neurostimulator (ins) battery level was blinking between empty and one quarter. It was reviewed that once the ins is charged enough that the patient should be able to restart stimulation. It was noted that after the patient was able to recharge that they got zero coupling boxes and then got 2 boxes after a few minutes. The manufacturer representative stated that it was possible that the antenna may have gotten too hot when the patient charged overnight on (B)(6) 2016 and offered to send a replacement insr antenna. The patient¿s defective antenna was not returned to the manufacturer. Indications for use are headache and non-malignant pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.